Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use the cs300 intra-aortic balloon pump (iabp) lcd screen is going out. There was no patient involvement. No harm is reported. The fse reported that replaced video receiver pcb in user interface. Product passed all functional and safety tests per manufacturer specifications. Cleared unit for clinical use.